Manufacturer narrative:
(B)(4). The customer reported to have evaluated the sensor. Calibrations were performed on the oxygen (o2) sensor and it resolved the issue.

Event description:
It was reported that, during testing with an envitex oxygen (o2) sensor, a ventilator generated an alarm stating ¿high o2.¿ there was no patient involvement.